Event description:
The patient suffered an apparent pressure ulcer on her forehead related to the use of the nellcor spo2 forehead sensor. This is part of a trend that our system has identified. Noi significant injury to the patient.